Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted. Approximately 6 to 7 hours post procedure, the patient developed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed to drain the effusion, and the patient was kept overnight for monitoring. One day post procedure, the drain would not pull any more fluid from the effusion site. The patient was expected to fully recover following this event and was discharged home the day following the procedure.